Event description:
The account reported the bed will not lock into brake mode. The brakes will not hold. The bed was located in the ob department at the facility. There was no patient/user reported. This was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support asked the account to isolate the brake casters. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made to contact the account for resolution to the alleged issue with no feedback given. Based on this information, no further action is required.